Manufacturer narrative:
. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. . Section h6- device code: 3191 used to capture the unspecified event. Follow-up was performed to get more information on the reported event but the customer was unable to provide any further details. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was inserted and then removed from the patient's eye. No further information was provided.